Event description:
Per the clinic, the patient underwent a procedure (date not reported) for unknown reasons. During the same procedure, a new abutment was placed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia to facilitate an abutment exchange on (B)(6) 2014. This report is filed october 29, 2014. Device implanted device remains.

Manufacturer narrative:
(B)(4) : the implanted device remains.